Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of dystonia and movement disorders. It was reported the implant the patient had about six years prior did not work well. No further complications were reported or anticipated. (B)(4).